Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead and this transvenous atrial lead exhibited noise. Invasive evaluation demonstrated possible lead fractures in the clavical/first rib (cfr) space, likely due to cfr crush. The physician elected to explant and replace both leads, which was performed without reported complication. To date, there have been no reported patient symptoms or therapy delivery issues associated with this clinical observation.